Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was received in two pieces. An external abrasion was noted at 3.5 cm to 4.1 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.